Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a remote transmission it was discovered that the right ventricular lead exhibited high impedance measurements. On (B)(6) 2017 the patient presented to the clinic and upon interrogation the right ventricular lead exhibited high impedance, loss of capture and loss of sensing. The physician elected to revise the lead and during the pocket exploration it was discovered that the defibrillator setscrew was loose. Upon tightening the setscrew, normal impedance, capture and sensing values were noted. The procedure was completed successfully. The patient was in stable condition before, during and post surgery.